Event description:
It was reported that after successful dilatation of the intended mid circumflex lesion, the balloon was removed through the guide catheter and came out of the rotating hemostatic valve in two pieces. Product not used further. No patient injury.